Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity, mild calcification and 95% stenosis. After pre-dilating the lesion using a 2.5x12 mm non-abbott balloon, a 2.75x33 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated up to 14 atmospheres and the stent was implanted. The stent was post-dilated using an unspecified 3x12 mm non-compliant balloon catheter and a distal edge dissection was noted. A 2.5x15 mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.